Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2013, 23/oct/2014, and 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: malposition-ndr: not applicable as the event is not related to the device; pain: unable to confirm as it is a medical event not related to the device; raynaud¿s phenomenon: unable to confirm as it is a medical event not related to the device; neurological symptoms: unable to confirm as it is a medical event not related to the device; nipple sensation increase/decrease: unable to confirm as it is a medical event not related to the device. Additional observations: observed, opening device in the anterior side assessed as surgical damage. Non penetrating nicks observed on the device. No further actions are required as the device was implanted. The events of raynaud's phenomenon, pain, and neurological symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon; "numbness in legs"; "pain in right breast around the nipple area and under right arm."

Event description:
Patient reported having "raynaud's phenomenon." Patient also reported having experienced "numbness in legs." Patient additionally reported "pain in right breast around the nipple area and under right arm" and "numbness and pain around the nipple". Further reported was "implant had to be lowered" which has been deemed not related to the device. Affected side is right. Device remains implanted.